Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed that the device was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. There is bio debris in the suture retainer. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360, t2 implant could not be deployed. The procedure was completed using a smith and nephew back-up device. It is unknown if there was a surgical delay. No further complications were reported.